Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: upon subsequent follow-up with the reporter additional information was obtained. The reporter stated that they spoke to the representative regarding the event. The representative mentioned that the user came to him ¿yesterday¿ in the operating room (or) and mentioned that he still had some hearing issues because of the incident with the hose. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: service review: a review of the service history record indicates that the device was serviced over a year, which is longer than the recommended service maintenance period of one year. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed pretest for hose verification and muffler tube verification. It was noted that some of the steps in the functional testing could not be performed because the hose had a rupture in it. During the evaluation, it was determined that an unauthorized repair had been performed on the hose pressure relief valve (prv) and at the connector (evidence of repair). It was difficult to determine if the unauthorized repair had contributed to the hose rupture. It was determined that the cause of the rupture was likely due to the outer hose, which could be restricted by occlusion (such as stepping on, leaning on, clamping on), causing the air pressure to build. Thus, if the outer hose was restricted, the air pressure could be relieved by the pressure relief valve (prv) if the occlusion was proximal of the prv. However, if the outer hose was occluded distally of the prv, the pressure could not be relieved, and the outer hose could rupture from pressure build-up. The cause of the occlusion was not determined; however, it was determined that the occlusion would have occurred distally of the prv -user error. It was determined that the device failure (unauthorized repair to the hose -tampered with) was caused by, misuse/abuse. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the hose of the motor device was damaged. It was reported that the hose exploded, and the user became very startled by the noise and experienced temporary hearing loss in one ear at the least. It was reported that the patient did not sustain any injuries. The reporter stated that another handpiece device was obtained to continue the procedure. It was not reported if there were any delays in the surgical procedure. The affiliate conducted follow up with the facility staff and reported that the drill seemed "dry" when it came from sterile processing and there was not much oil if any, on the outside. It was further reported by the user and technician that the cord was only clamped between the drapes and was able to freely move. It was further reported that the cord had a pressure release valve. There was patient and user involvement reported. It was unknown if there was any medical intervention or prolonged hospitalization. The reporter stated that it is believed that the users hearing loss had somewhat improved. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.